Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report depressed immulite 2000 xpi hcg results that were considered discordant compared to repeat results on another immulite 2000 xpi instrument in their lab. The limitations section of the instructions for use states the following: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens continues to investigate.

Event description:
The customer observed discordant immulite 2000 xpi human chorionic gonadotropin (hcg) test results for seven patient samples in comparison to testing on another immulite 2000 xpi instrument. The initial results were reported to the physician(s) and the results were questioned. There are no reports that treatment was altered or prescribed or adverse health consequences occurred due to the discordant immulite 2000 xpi hcg results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00328 on 30-september-2022. Additional information 30-november-2022: the customer reported an observation of immulite 2000 xpi hcg patient results which were discordant relative to repeat testing when using kit lot 470. The complaint indicates a history of issues observed since (B)(6) 2022. Data was provided for several patients repeated on the same system which were discordant between replicates and demonstrating unexpected precision for this assay. Service replaced the sample arm motor, sample level sense pcb and cable but the issue continued. Siemens has reviewed internal kit release data for lot 470 which expired on 30-september-2022 and all data was within acceptable limits. Review of the complaint database found just one other customer escalation for kit lot 470 which was resolved by service intervention. Based on the review of the customer and internal data siemens provided some additional hardware recommendations for this system. The recommendations were considered normal troubleshooting and/or maintenance actions for an issue of this nature. Following service, precision testing was performed with both tsh and hcg assays. These assays were chosen because they assess overall instrument performance. The testing included running multiple replicates of qc and patient samples for both assays. Both tsh and hcg precision met acceptable precision limits. Siemens requested customer status following service but no updates have been received. Immulite 2000 xpi hcg kit lot 470 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Note: in section h6, the investigation findings and investigation conclusions codes were updated.